Event description:
It was reported that during testing "heat and noise was coming out of the attachment device". There was no surgery or patient involvement. No patient harm, adverse outcome or injury was alleged. A spare identical device was available for subsequent surgeries. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Date returned to manufacturer was initially sent as (B)(4) 2013 and has been corrected to (B)(4) 2013. Device evaluation: the actual sample was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. A functional assessment was performed during pre-repair testing and the device meets operational specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.